Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the error code e03 on display was due to main board failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a defective main board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the high flow insufflation unit switches off during intervention. Before starting procedure during power-up, an error code appeared on display. The issue occurred during a therapeutic masectomy procedure. There was no delay, and the procedure was completed with a similar device. There were no reports of patient harm.